Manufacturer narrative:
The returned impactor was evaluated and was found to have been manufactured within specifications. It appears that product most likely failed due to misuse, by instrument being put through excessive force or impact, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent a femur fracture repair on (B)(6) 2014. During the procedure, the impaction tool fractured on the front weld seam while implanting the affixus nail. Another impaction tool was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.